Event description:
The initial reporter received questionable tpuc3 total protein csf gen.3 results on a cobas 4000 c311 analyzer with serial number (B)(4). The initial csf tp result was 13.85 g/l. The high result prompted the customer to send the sample to another lab to repeat it. The repeat result from the other lab with the same reagent lot on a c8000 analyzer was 14 g/l. The second lab referred the sample to a third reference lab for electrophoresis and pandy sulfosalicylic acid qualitative testing and the results came back within normal range. The electrophoresis result matched the patient's clinical picture. The initial result was reported outside of the laboratory. The electrophoresis result was deemed correct.

Manufacturer narrative:
Per product labeling, "urine, csf and control samples with a protein concentration above 7000 mg/l (700 mg/dl) may clog the instrument lines." The investigation is ongoing.

Manufacturer narrative:
The patient had viral meningitis at the time of sample collection. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The information in the previous supplemental report was incorrect. The correct information is: the investigation found that the issue is consistent with elevated protein concentration in the patient's sample. Per product labeling, "urine, csf and control samples with a protein concentration above 7000 mg/l (700 mg/dl) may clog the instrument lines."